Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they slipped on (B)(6) and it felt like they had a twenty ounce bottle of water where the ins was. Pt stated that they couldn't feel (pss couldn't understand what the pt said at this point of the call, even after re-listening to call a few times). Pt stated that they went to the ER, however without them being able to connect to the ins, they couldn't do an x-ray or MRI. Pt stated that they've spent the last two days in a hotel room just trying to find someone that could help. Pt stated that it felt like something ripped or that a nerve was messed up or that the ins battery popped. Pt stated that it hasn't stopped hurting and that if they could go to a doctor and have them fix this then they would do that in a heartbeat. Pt stated that they didn't think that the ins was operable. Pt stated that they could move the ins around and that it felt like the ins was in two or three pieces. Pss advised that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. Pt mentioned that they hadn't seen  health care professional (hcp) in years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported after speaking with the patient, he never came into a clinic and no further information has been given. Patient has not been seen since this call. Cause of ins "feeling like it was in two or three pieces" unknown. No actions/interventions taken at this time.